Event description:
Pt in hosp with severe idiopathic cardiomyopathy and congestive heart failure. Pt taken to cath lab for placement of swan ganz catheter. Swan operational for only 2 hrs. Staff unable to obtain cardiac output due to defective thermistor.